Manufacturer narrative:
Additional info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
The customer reported during a vitrectomy procedure the light source was intermittently working. The system was exchanged to conclude the procedure without harm or injury to the pt. Additional info has been requested.